Event description:
Received an electronic report or a peritoneal dialysis patient who reported difficulty with the second connection on the tubing set. According to this patient's r.n , there were no ill effects related to this event. The patient is able to continue peritoneal dialysis as prescribed. A sample is available for an evaluation.